Event description:
Stent placed in right ureter. Upon removal attempt in physician's office several days later, unable to remove. Patient admitted to or for removal. Stent appeared to be in knot(s). Necessary to dissect the stent with a laser for removal. No patient injury.